Event description:
The patella was revised due to patient pain. Revision surgery revealed that all three patellar pegs allegedly were shorn from the component. The tibial insert was revised as a matter of course.

Manufacturer narrative:
Summary of evaluation: the information provided and the examination results suggest that this event is not device related but rather is associated with intra-operative cement procedure and lateral-proximal transverse loading on the patella, and mal-rotation of the tibial component.